Manufacturer narrative:
The pt remains on lvad support with no further issues. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During preparation of an implant of a left ventricular assist device (lvad), the chief perfusionist reported that the first batch of pre-clotting material (tisseel) was discarded, because when it was prepared, it was noted to have solidified. A second batch of tisseel was thawed with less warm water and the inflow conduit was pre-clotted, per the hospital's normal procedure, with no leaking observed; however, once the pump was started, bleeding was observed from the inflow conduit. The surgeon used bone wax to create a tamponade on the inflow conduit and the bleeding was reported to have stopped.